Event description:
It was reported that relion pen needle experienced a case of not functioning, and an unspecified number of cases of being unable to deliver insulin. The following information was provided by the initial reporter: consumer stated that the needles will not attach properly. Consumer also mentioned that the insulin does not flow through the needles.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Tested 7pcs retention samples of thread function, all results passed. Clog test was conducted on 7pcs retention samples. No failure was found. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10.

Event description:
It was reported that relion pen needle experienced a case of not functioning, and an unspecified number of cases of being unable to deliver insulin. The following information was provided by the initial reporter: consumer stated that the needles will not attach properly. Consumer also mentioned that the insulin does not flow through the needles.